Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department due to syncope and bradycardia. On the merlin on demand transmission, it was seen that the right ventricular lead had a high impedance and was failing to capture in both unipolar and bipolar channels at max output. They had to pharmacologically support the patient's heart rate to get it to normal range. No resolution to the issue was made. Patient was reported stable.